Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered 100 grams of carbohydrates into the pump and delivered a 10 unit insulin bolus. Customer denied entering the bolus to mother. Customer's blood glucose (bg) level was impacted (45 mg/dl). School nurse gave customer six glucose tablets to elevate bg level. Customer's bg level was 107 mg/dl at the time of the report. Review of pump data by tandem technical support confirmed the event and showed that after the 10 unit bolus was completed, the user entered 200 grams into the pump but declined the bolus delivery.